Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA 373360. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that poor gel separation occurred during use with a bd vacutainer® cpt¿ cell preparation tube with sodium citrate. The following information was provided by the initial reporter, "the other lot number that was affected was 8340766. There are no tubes from that lot number that are unused. As discussed on the phone, I will send 2 tubes from the more recent batch, lot number 9058997, but please note that this problem is not consistent through every single tube. We need tubes to use until the replacement box arrives, so I will send the two tubes and then send the rest of the unused tubes when the replacement arrives. Our participants are women over the age of 60."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9058997. Medical device expiration date: 2020-03-31. Device manufacture date: 2019-02-27. Medical device lot #: 8340766. Medical device expiration date: 2019-12-31. Device manufacture date: 2018-12-06 (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that poor gel separation occurred during use with a bd vacutainer® cpt¿ cell preparation tube with sodium citrate. The following information was provided by the initial reporter, "the other lot number that was affected was 8340766. There are no tubes from that lot number that are unused. As discussed on the phone, I will send 2 tubes from the more recent batch, lot number 9058997, but please note that this problem is not consistent through every single tube. We need tubes to use until the replacement box arrives, so I will send the two tubes and then send the rest of the unused tubes when the replacement arrives. Our participants are women over the age of 60."